Event description:
The manufacturer received a report that a trilogy 100 ventilator displayed a "ventilator service required" alarm message. Device information indicated the alarm was associated with an internal li-ion battery permanent failure. An additional system notification confirmed that one or more ¿ventilator service required¿ conditions were active. No other critical alarms were identified. There was no patient harm or injury reported. In addition, the device did not meet acceptance criteria of the evaluation process due to the rubber feet being missing or displaced, the cord retainer was missing or broken, the device exterior, front enclosure, and screen were damaged. The device has been received for evaluation, but the investigation is not yet complete. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received a report that a trilogy 100 ventilator displayed a "ventilator service required" alarm message. Device information indicated the alarm was associated with an internal li-ion battery permanent failure. An additional system notification confirmed that one or more ¿ventilator service required¿ conditions were active. No other critical alarms were identified. There was no patient harm or injury reported. The device was returned to the manufacturer for investigation. The device was disqualified from recertification and will be scrapped. No further details were provided. The manufacturer is submitting a final report. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed. The manufacturer has updated section h in this report. The reported failure of an internal li-ion battery permanent failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.